Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reprorted that a piece of the active waveguide disenaged during use. A new dissector was opened to continue the procedure. There was no patient injury. Addtional questions have been asked in regard to the device and incident. The customer has indicated that the device will not be returning for evaluation.